Event description:
Reportedly, after the delivery of a dacapo extension kit on 31.jan.2019 the audiologist found, upon removal from the box, that the dacapo power packs had broken housings and electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported. Concerned batteries were exchanged but could not be returned due to shipping restrictions.

Manufacturer narrative:
Additional information: concerned devices could not be received for investigation. Based on received information, observed problem was likely caused by deep battery discharge, e.g. Due to exceeded storage time in the field.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the delivery of a dacapo extension kit on (B)(6) 2019 the audiologist found upon removal from the box that the dacapo power packs had broken housings and electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.